Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. Customer alleged that there may have been a leakage at the cartridge connection to the adapter and transfer set. No adverse event was reported. The lot number was not provided. Product was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.